Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Based on the results of the quality investigation, debris was discovered, as well as a loss of lubricant. Debris and loss of lubricant were the cause for the device to heat up, due to excessive friction among rotating components.

Event description:
It was reported that the attachment heated up during a routine equipment evaluation at the user facility. There was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.